Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient had indicated their stimulator and controller were not working. They had not brought their controller to the appointment. Their stimulator had stopped working about eight to ten years ago, which conflicted with their implant date of (B)(6) 2015. The patient had seen their doctor about one month ago. The caller was redirected to follow up with the patient's healthcare provider. There were no patient symptoms or further complications reported at this time.